Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
Philips authorized repair facility indicate that the system speaker produced no sound and was defective. The system speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time.

Event description:
The customer reported that during bench testing the device did not produce sound. The device was not in use on a patient at the time of the event, there was no patient involvement.